Manufacturer narrative:
Currently, it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore, consider this report complete to the best of our knowledge.

Event description:
It was reported that the customer had a calibration error and change of sensor on insulin pump. The customer's blood glucose level was 415 mg/dl. The patient's was treated with insulin pump and feels okay to proceed with phone call. The troubleshooting were performed. The calibration error was resolved by having new sets of sensor. No further information was reported.